Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received multiple rounds of inappropriate anti-tachycardia pacing (atp) and one inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) provided a review and discussed reprogramming options. Additional information provided this ICD again provided multiple rounds of inappropriate atp and delivered an inappropriate shock due to af with rvr. Ts again provided reprogramming recommendations. Additional information has been requested but not provided at this time. This ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received multiple rounds of inappropriate anti-tachycardia pacing (atp) and one inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) provided a review and discussed reprogramming options. Additional information provided this ICD again provided multiple rounds of inappropriate atp and delivered an inappropriate shock due to af with rvr. Ts again provided reprogramming recommendations. The field representative provided reprogramming was completed. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received multiple rounds of inappropriate anti-tachycardia pacing (atp) and one inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) provided a review and discussed reprogramming options. Additional information provided this ICD again provided multiple rounds of inappropriate atp and delivered an inappropriate shock due to af with rvr. Ts again provided reprogramming recommendations. The field representative provided reprogramming was completed. Additional information provided the patient presented to the emergency room. Ts advised inappropriate atp and shocks had again been delivered due to af with rvr. However, in this case therapy delivered degraded the patient's rhythm to ventricular fibrillation (vf). The eighth shock delivered terminated the vf arrhythmia. Ts provided reprogramming recommendations. This ICD remains in service. No additional adverse patient effects were reported.